Event description:
It was reported the device was explanted due to unknown battery depletion. It was also noted after the "fully recharged battery depletion in one day, the patient had to recharge every day in the end". There were no patient symptoms or injuries related to the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomaly. The battery had a reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.